Manufacturer narrative:
Device investigation narrative - one (B)(4) footprint ultra pk 4.5 mm suture anchor returned. The device is used. It is two years old. The complaint of ¿intra-operative breakage¿ during implantation was visually confirmed. The device was returned. The stay suture and threader were not returned. The green #2 poly suture was not returned. The anchor was returned, but missing 6 barbs on one side. Aside from the anchor damage, no obvious damage was observed for this device. A functional evaluation was performed and the torque limiter functioned as intended. Proper audible click is heard with rotation and inner rod advancement. Clinical details such as size and method of tap or tunnel, patient bone quality were not provided. No root cause related to the manufacturing of this device can be confirmed. No further investigation warranted. Device evaluated by the manufacturer evaluation codes updated (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the suture anchor broke during insertion. All pieces of the anchor were removed and the backup device was used to complete the procedure without any patient impact. A delay of approximately 15 minutes was reported.